Event description:
Complainant alleged that the medics were attending a pt (age and gender unknown), who was presenting an asystole heart rhythm. The medics defibrillated the pt once at 200 joules, and a second time at 360 joules, using electrodes and a multi-function cable with the device. On the medics second or third attempt to shock the pt at 360 joules, the device did not discharge the energy to the pt, but instead displayed an "open air discharge" message on the display screen. The medics continued to defibrillate the pt, and administered a total of eight shocks at 360 joules. The complainant indicated that the pt subsequently expired, but "that it appears that the pt had been deceased for 1-2 hours", prior to the initiation of treatment.